Event description:
(Provisional diagnostic) neuropathy [neuropathy peripheral]; excess zinc [blood zinc increased]; profound and permanent neurological injuries [nerve injury]; copper depletion [blood copper decreased]; severe and permanent physical injuries [injury]; unable to perform normal daily activities [activities of daily living impaired]. Case description: an attorney reported that his client, a male (B)(4), used (B)(4), form/version unk unspecified daily dose and (B)(4) unspecified daily dose and reported that he was diagnosed with neuropathy (B)(6) 2007, excess zinc, and copper depletion. He now had profound and permanent neurological injuries, severe and permanent physical injuries, and unable to perform normal daily activities. Health care professional was visited. Treatment: not specified. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.